Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ blunt filter needle there was an issue with chipped cap. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd¿ blunt filter needle there was an issue with chipped cap. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: received one used non-retracted unit in an opened package on 10/25/2018 from catalog number 38183314, lot number 7185822 in bd sandy. One sample, and one photo of the sample were provided by the customer. Visual inspection of the photo and the sample show a broken collar on the shield therefore failure mode is verified. The shield are moved from molding to assembly using an air vey system. The shields are placed on the needle using air to blow the shields through the tubes onto the needle. The needles are placed in the packaging blisters using air pressure to blow them from the orientate to the bomb bays. Any one of these operations may have caused the broken collar from the air pressure used. (B)(4). No further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Batch 7264725 had 42 visual inspections performed on (B)(4) parts with zero defects or issues noted. Assembly batch 7352685 had 107 visual inspections performed on (B)(4) parts with zero defects noted. There were four instances of the parts jammed in the good parts chutes, but no product was affected. Assembly batch 7340882 had 43 visual inspections performed on (B)(4) parts with zero defects or issues noted. Note: material 30521104 is not a legitimate material number for the columbus facility. No quality notifications were written for this batch, nor for the associated assembly batch.